Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicates on (B)(4) 2014 at 1402, line a of the device was programmed to deliver magnesium 2g/50ml at a rate of 33 ml/hr, with a vtbi (volume to be infused) of 50ml, for duration of 1 hour and 30 minutes, and the delivery was started. At 1508, the device alarmed for "n232 prox air a, backprime" and the device was powered off. At 1552, the device was powered on ac power. At 1553, line a of the device was programmed to deliver at a rate of 33 ml/hr, with a vtbi (volume to be infused) of 50 ml, for duration of 1 hour and 30 minutes, and the delivery was started. At 1658, the device alarmed for "n232 prox air a, backprime" and the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified antibiotic for a duration of 90 minutes and the delivery was started. No further programming parameters were provided. It was reported 75 minutes after the delivery was started, the delivery was complete. The device was removed from clinical service. There were no reports of any adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.